Event description:
As reported, the closure with a 5f mynx control vascular closure device (vcd) failed because hemostasis could not be achieved. Manual compression was applied after the device was removed. There was no reported patient injury. Closing failed was described as the device not achieving leading hemostasis. The deployer was training with the mynx device. No damage was noted to the button. The button was depressed and the device storage temperature did not exceed 25 °c. No damage was found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the closure with a 5f mynx control vascular closure device (vcd) failed because hemostasis could not be achieved. Manual compression was applied after the device was removed. There was no reported patient injury. Closing failed was described as the device not achieving leading hemostasis. The deployer was training with the mynx device. No damage was noted to the button. The button was depressed and the device storage temperature did not exceed 25 °c. No damage was found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, these were returned retracted as expected per the activation of the deployment mechanism condition. A non-cordis 5f catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment simulation could be performed as the unit was received in a fully deployed state. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported, especially since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have resulted in the reported failure. However, access site factors (which were not reported), pharmacological factors and/or handling factors of the device are possible. As stated in the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.